Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports they are concerned because pump did not alarm insulin flow blocked. Troubleshooting was performed. Assisted customer with performing the hp test. Test results: passed. Advised pump is still functioning, and to monitor. Customer's blood glucose was almost 600 mg/dl. Customer declined troubleshooting for high blood glucose levels.